Manufacturer narrative:
A facility administrator reported an employee was raising the leg rest of a recliner chair. After releasing the actuator to deploy the leg rest, she attempted to slow the opening with her hand and placed her hand in the metal mechanism, broke her finger and required eight stitches. The facility administrator reports this is not an issue with the chair but an error of operation. Chair is still in service and facility administrator confirms they have in service dvd and the operation manual which covers proper operation.

Event description:
The facility states one of their employees was raising the leg rest of the chair and they put their hand on the metal mechanism. Their finger allegedly got caught by the partially closing leg rest. This allegedly resulted in a broken finger and stitches.